Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2009 where he was implanted with a stryker hip. It is further alleged that the patient¿s hip had to be revised on (B)(6) 2014 due to "excessive levels of chromium and cobalt.